Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side possible rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, g1.

Event description:
Healthcare professional reported right side possible rupture and capsular contracture, baker grade iii on unspecified side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, curved opening, underweight. A microscopic analysis was performed which identified: wear abrasion, a curved sharp opening on anterior side in the same location of crease assessed as fold flaw opening and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The device has been explanted. Healthcare professional reported capsular contracture baker grade unknown.